Event description:
911 call received for a pt with chest pain. The pt's bp was 50/p p-218 cardiac monitor ventricular tachycardia. The paramedic started an intravenous solution. Sedated the pt in order to perform cardioversion. The monitor/defibrillator failed to charge. The spare battery was inserted and the defibrillator did not charge again. The pt was taken code three to the closest emergency dept where she was cardioverted by the physician. The pt is still in the hosp at today's date 7/12/96, status post cardiac catheterization.